Event description:
It was reported that a xience v open-cell design stent was used to treat an aneurysm and post-stenting an endoleak was noted. Using a radial artery access approach during a procedure of the left anterior descending (lad) aneurysm a 4.0 x 19 mm graftmaster covered stent graft was used successfully for the proximal stenosis and was distal edge overlapped with a 5.0 x 25 mm non-abbott self-expanding covered stent graft; the 5.0 x 25 mm proximal edge overlapped the proximal edge of the 4.0 x 8 mm xience v stent. The endoleak was noted at the overlapping junction of the xience v stent and the non-abbott stent graft and was treated using a 5.0 x 28 mm non-abbott balloon expandable stent graft placed inside the xience v stent and overlapping with the non-abbott stent graft. There was complete exclusion of the lad aneurysm and resolution of the proximal stenosis. Timi 3 distal flow was noted. Additionally, there was successful balloon angioplasty and exclusion of a circumflex (lcx) aneurysm with a 4 x 28 mm graftmaster covered stent graft and there was no compromise of the obtuse marginal (om) or ramus branches. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight rounded; actual (B)(6). Concomitant products: stent: 4 x 19 mm graftmaster covered stent; 5 x 25 mm gore self-expanding covered. (B)(4) - indication for use. There was no reported device malfunction and the stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.